Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not exposed to altitudes outside the labeled operating range. Customer's blood glucose level was 80-200 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.